Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. The customer did not changed the battery before power loss. Customer changed the battery and cleared all the alarms. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.